Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a new alarm board (B)(4). As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the alarm silence is greater than 1 minute. He has tested it several times. There was no indication of patient involvement.